Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify frozen display due to blank display. Device was received with cracked battery tube threads, faded serial number label and missing display window cover. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. The customer stated that there was water inside of the battery compartment. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated display was blank currently. The customer sated that the frozen display recurred. Customer states battery cap was not damaged. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.